Manufacturer narrative:
There was no product returned for this complaint. No returned product evaluation could be completed. A manufacturing record was reviewed and there are no nonconformances related to this lot, therefore supporting the device met material, assembly and performance specifications prior to shipment. Case details were reviewed. A patient of unknown bmi underwent a aaa procedure. No problems noted with the procedure. A procedure sheath was 20f od. The right side was difficult to puncture due to hard fibrin deposit from previous procedures. It is unknown what the previous procedures are and if it was done within 30 days of the aaa procedure. Per IFU it states" do not use manta if there has been a femoral artery puncture in same vessel within the prior 30 days, recent femoral artery puncture in same groin that has not healed appropriately, and/or recent (<30 days) vascular closure device placement in same femoral artery". Hard fibrin deposit indicates a likely case of scarred tissue though it is undeterminable without confirmation from the account. Per IFU, "difficult dilation of the puncture tract due to scar tissue may lead to swelling of surrounding tissue, thus compromising the accuracy of the puncture depth determined during the depth location procedure." Event details state that a maze was created under the skin due to various puncture attempts. Additional information states about 20+ attempts were made on access site. An ultrasound guided access puncture was not performed. Per IFU it states" arterial access should be gained using micro-puncture technique using ultrasound guidance to puncture the midline of the femoral artery. Do not puncture the posterior wall of the artery". Resistance was observed while advancing the depth locator. A non-visible subcutaneous hematoma was formed during the procedure. A eruption of blood producing a hematoma was noted during pull back of manta. As part of the collagen was ejected. A contralateral angiogram was done to check the metal clip. No photo/fluoroscopy image was sent by the account for review. As the physician pulled the manta closure to the measured depth cm, anchor plate was pulled outside the vessel. Account stated that due to the hematoma, it is likely that the distance at the skin level and vessel initially measured was not valid anymore. Anchor was released and manta sheath was pulled out. Heavy bleeding was observed, and device was deployed outside the vessel. Manual pressure was employed for 40 min on the right side. At night, the patient developed a pseudoaneurysm which was operated on by a vascular surgeon. No other issues noted. Per IFU it identifies "other access site complications leading to bleeding, hematoma, pseudoaneurysm, etc., possibly requiring blood transfusion, surgical repair, and/or endovascular intervention" as potential adverse events related to the deployment of vascular closure devices. Based on the information, the most likely root cause of the issue is related to user error. The safety and effectiveness of the manta device has not been established in the following patient populations: patients who are suspected of having more than one femoral arterial puncture in the same vessel during initial access for the interventional procedure.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: right side was difficult to puncture, with various tries. No ultrasound used. Was hard to bring in the measurement dilator , due to apparently hard fibrin deposit from previous procedures. Aaa procedure went well. No problem at the end of the procedure to bring in the manta sheath and device. When pulling back at right angle. When there was no more wall support/exclusion with a sheath, blood went into the various canals creating the hematoma first and then pushed the blood and collagen out.. Prof. Agreed to make a contra lateral angio to check metal clip. After 40min. Manual pressure on the right, the left side was then closed with manta without any problems. During the night, there was a small jet of blood at the right puncture site. The vascular surgeon then operated. There may have been a pseudo aneurysm. Patient is well. No further details from physician. Additional information received: follow-up with the professor, gave me an overview of the incident during our follow up meeting some days later. Professor mentioned that he already started with a difficult puncture procedure, which means that he needed several attempts to finally, successfully, puncture the vessel. He felt some resistance while advancing the measurement dilator, but it was possible to confirm two equal measurements before starting the main procedure. After a long-lasting but successful procedure he started to close the puncture site with our manta device. Since there where several puncturing attempts, a hardly or non-visible subcutaneous hematoma was formed during the procedure. Due to this fact , the measured distance between the skin-level and the vessel was not valid anymore because the hematoma gained some centimeters in this area. As soon as they tried to pull back the device to the measured distance, they unfortunately pulled the anchor-plate outside of the vessel. As soon as they tried to release the anchor and pull out the manta sheath, the heavy bleeding started, and the device was already outside of the vessel